Event description:
Pt had pillcam procedure for hx of liver lesions bx showed neuroendocrine tumor, probable carcinoid tumor, gi endoscopy and colonoscopy in the past showed no significant lesions, except gastritis. Rule out primary lesions in sm bowel, (B)(6) 2012 she had a exploratory with removal of pill cam and appendectomy. On (B)(6) 2012 she had repeat of exploratory for abdominal compartment syndrome with wound vac and mesh. She died on (B)(6) 2012 with refractory lactic acidosis.